Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning and noise. The ra lead remains in use. No patient complications have been reported as a result of this event.